Event description:
The reported event was that during a da vinci-assisted subtotal gastrectomy surgical procedure, the sureform 60 stapler instrument fired a blue reload accessory with a seamguard and tissue was entrapped, resulting in a tear on the intestines. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).